Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. Expiration date - unknown. Device manufacture date - unknown.this is 2 or 3 medwatch reports submitted for the same event. See: 3002806535-2013-00160 / 00162.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2012 due to pain and elevated metal ion levels. No further information has been received.

Manufacturer narrative:
Additional information regarding exact item and lot numbers was received on (B)(6) 2013. All information pertaining to the item/lot numbers including expiration and manufacture dates have been added to this medwatch report. Additional information regarding the hospital where the revision took place has also been received and is added.